Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was it the first time the reservoir was being activated? => no information. Did the locking plate mechanism fail to activate? => yes. Was the same reservoir used to complete the case? => no information. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown orthopedic surgery on (B)(6) 2017, a reservoir was attached to a drain. It was reported that the plate was not elevated in parallel when the suction was activated. The problem was occurred the suction was reactivated. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Actual product returned. Plate was opened and closed and it functioned properly. Perimeter and ports welding had no damages.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/21/2020.